Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited myopotential noise on the right ventricular (rv) channel. It was noted that the patient intrinsically had a sinus tachycardia. The device sensed the myopotential noise, which prematurely delivered the anti-tachycardia pacing (atp) therapy. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.